Event description:
Our rep is reporting that during the very beginning of a knee scope the fms pump was acting abnormally, the irrigation roller head was spinning faster than normal. About 5 minutes after the irrigation began, the knee began to swell. The surgeon noticed and became concerned, he palpated the pt's thigh and he discerned that there was significant swelling down and into the ankle. At this point in time, the surgeon decided to discontinue the procedure, and hold the pt overnight for observation of possible compartment syndrome. The pt was fine the next morning, there was no indication of compartment syndrome or any other physical damage to the pt, no intervention needed. The mitek rep went to the facility and trouble shot the pump. Between conversation and physical evaluation of the complaint device, he deduced that the filter on the pressure transducer had gotten wet, causing the system to incorrectly read pressure, this was a user handling issue. The rep set up the pump properly with new tubing, the pump checked out ok and, was then used in the procedure to complete the pts repair. This repair was concluded successfully without further issue or harm to the pt. As a conservative measure, the pump was replaced and will be evaluated to insure its integrity. [The description of events is a combination of a faxed complaint and a phone conversation with the rep.

Manufacturer narrative:
Mitek is at this point in time awaiting receipt of the complaint device towards conducting an analysis. Those conclusions will be the subject of the f/u report.